Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy date of event: the exact date is unknown, the best estimate is between dec 16, 2021 and jul 20, 2022. Initial reporter address - line 1: (B)(6). Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained about their far vision with an intraocular lens (iol). They targeted emmetropia for iol power, but post-op refraction is sphere -1.20 cylinder -0.5 which results myopic refraction. Since the patient complained about daily driving car due to far vision, and as the patient daily activities were significantly affected, an explant was performed. A non-johnson & johnson lens was used as the replacement lens. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. After the explant, the patient¿s far vision is over 0.8 vision pre-operative: far: 0.4 near: (decimal) vision post-operative: far: 0.8 near. No further information was provided.